Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her child's infusion set fell off and leaked at the snap cap. Therefore, this issue occurred with six infusion sets. The site was patient's abdomen/upper thigh where it was inserted. Currently, the patient's blood glucose level was 6.7 mmol/l. No further information available.